Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near distal end of the medial balloon. Evaluation of the returned devices confirmed the customer reported issue as a quattro catheter leaked at the bonding near proximal end of the distal balloon. The probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement.

Manufacturer narrative:
The zoll ivtm catheter in complaint was returned to zoll on 03/11/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the ivtm catheter had a leak, this malfunction was discovered during hypothermia. Catherter insertion date/time data is unknown. It is unknown if leak was outside of the patient's vasulature or in the vasculature. No patient's injuries due to this malfunction were reported.